Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot qb2alt, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle tip snapped off during use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/18/2020. Additional h-3 summary: an opened sample of product was received for evaluation. During the visual inspection of an opened sample, the swage and attachment area were noted to be as expected. The tip was present on needle and no damaged, bending or breakage could be noted. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: - what was the procedure? - myomectomy. - the needle reported to have snapped off, did the needle break into parts? Or if it snapped of from the suture? - the tip of the needle snapped off. - did any parts fall into patient? If yes, was it retrieved? - they are not sure but suspect this might have happened. It wasn¿t retrieved. - if not retrieved during that procedure, did the surgeon advise if patient is going to be re-admitted to retrieve at a later date? - no ¿ surgeon made patient aware of needle breaking during procedure though .- any changes to patient¿s post-op management due to reported issue? - no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/06/2020 additional information was requested and the following was obtained: - were xrays performed to look for any possible retained needle pieces? No - in regards to any possible retained needle pieces, it was stated that ¿they are not sure but suspect this might have happened. It wasn¿t retrieved¿. If there is a possible retained needle piece, what structure would it be located in? The surgery was a myomectomy so the needle piece would be in the uterus I imagine. I would have to confirm this with the customer though, these are just my thoughts! - patient¿s current status? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.